Event description:
It was reported that partial detachment of the blade occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for endovascular thrombectomy (evt). During the procedure. It was noted that the blade of the device was partially detached. A part of the device was still attached; therefore, it was removed from the body as it was, and the procedure was completed using this device. There were no particular problems with the patient.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination was performed on the returned device, and it was noted that approximately 5mm of the proximal end of one of the blades was lifted distally from the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. No issues were identified with balloon inflation or the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that partial detachment of the blade occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for endovascular thrombectomy (evt). During the procedure. It was noted that the blade of the device was partially detached. A part of the device was still attached; therefore, it was removed from the body as it was, and the procedure was completed using this device. There were no particular problems with the patient.